Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, the customer received an occlusion alarm and reported the battery gauge to rapidly deplete. Customer¿s blood glucose was 152-400 mg/dl. Customer reverted to manual injections for alternate insulin therapy.